Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our (B)(6). Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker system was explanted. No product allegations have been received at this time. A new system was successfully placed. No additional adverse patient effects were reported.